Manufacturer narrative:
The occupation is lay user/patient.

Event description:
The patient's husband stated that the patient received an erroneous result when testing with coaguchek xs meter serial number (B)(4). The patient tested a sample on the meter and the result was 3.9 inr. 30 minutes later, a sample from the patient was tested in the laboratory using an unknown method, resulting as 2.7 inr. The r-meter result was reported to the patient's coumadin clinic. The laboratory result was believed to be correct. No adverse events were alleged to have occurred with the patient. The patient was not treated and did not have any changes made to medication based on the meter result. The patient currently feels fine. The patient's therapeutic range is 2.0 - 3.0 inr. The patient's testing frequency is once per week. The patient does not have hematocrit issues and does not have antiphospholipid antibodies. The meter has not been cleaned before. The patient's husband did not know if internal meter controls passed. The patient's coumadin dose has not been changed and the patient has not started any new medications. The patient's diet has not been changed and the patient has not had any additional illnesses. The patient did not have a special or unusual diet. The patient did not have symptoms of bleeding or bruising. The patient's product was requested for investigation and replacement product was sent to the patient. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed.

Manufacturer narrative:
The complained test strips have been calibrated against the who standard rtf/16 and the affected by recall. Corresponding retention test strips (lot 294942) were tested in comparison to masterlot #28632180 (recalibrated lot to rtf/09). The corresponding retention material complies with the specification, based on requirements of the regular retention testing process of the qc department. The retention material and comparable masterlot test strips did not show abnormalities. Investigations have indicated results are reliable from 0.8 to 4.5 inr, since the calibration data covers this measuring range very well.